Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no hearing perception with the device. No incident of trauma or accident was reported.

Manufacturer narrative:
Conclusion: according to the received information, the device does not provide benefit to the patient due to an active electrode migration out of cochlea, confirmed by imaging. X-ray indicates that the electrode array is out of cochlea, although a full insertion at implantation is stated in the implant registration document. Despite requests, no additional information has been received concerning further steps for the patient. This is a final report.

Event description:
The patient has no hearing perception with the device. No incident of trauma or accident was reported. Despite requested, no further information was available.

Manufacturer narrative:
According to the received information, the active electrode had migrated out of cochlea post-operatively, as confirmed by imaging. A full insertion at implantation is stated in the implant registration document. Furthermore, recent in situ measurements show an increase of affected channels, as the active electrode likely migrated further out of cochlea. The recipient has been reimplanted in (B)(6) 2018, but the device has not been received for investigational purposes yet.

Event description:
In 2016 loss of hearing perception was reported by the user. There was no trauma or accident reported. Information received from the internal registration asserts that a complete insertion was achieved at implantation. X-ray imaging taken in (B)(6) 2016 indicated that the electrode array was extra-cochlea. In (B)(6) 2018, contrary to what previously reported, there was no complaint of reduced hearing performance; the child performed well in aided audiogram and open set questions during testing. The recipient was re-implanted in (B)(6) 2018. No device has been received for investigation despite requests.